Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s failure analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned gui pcb.

Event description:
It was reported that, during an in service, a 980 ventilator generated multiple alarms. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and downloaded the current software. The se performed calibrations and extended self-testing on the device and all tests passed.